Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 300 mg/dl range. During troubleshooting with tandem technical support, an air bubble was found near the luer lock. Tandem technical support guided the customer through priming the tubing and removing the air bubble. It was noted that the customer uses humalog insulin and changes their cartridge every 4 days. Tandem technical support educated the customer that the cartridge should be changed every 48 hours when using humalog insulin. Customer delivered a bolus to bring bg levels to target range.

Manufacturer narrative:
T:slim g4 user guide states, "replace the cartridge every 48 hours if using humalog."